Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported won't turn on / off. Unit will not turn on. Keypad recall. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d10, h3, h6, h10 a review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 11apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn15547554 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported won't turn on / off. Unit will not turn on. Keypad recall. There was no patient involvement.